Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the pump cable was confirmed via the submitted photos; however, a specific cause for this damage could not be conclusively determined through this evaluation. The account submitted photos of the pump cable which revealed a tear in the outer jacket and underlying armor layer proximal to the in-line connector bend relief. The underlying clear polymer layer was also exposed at the in-line connector bend relief. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." The heartmate 3 lvas patient handbook, rev. D, also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2023 with worsening driveline damage. The patient voiced concern regarding the integrity of the driveline. The driveline was reinforced with rescue tape. Worsening fraying was observed.